Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in a 32-year-old female patient who had essure (batch no. B09698, 12577944) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "it was dificult to place the right device" on (B)(6) 2013. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2013 and phenytoin sodium (dilantin) since 2005. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish / anxiety"). On (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2019, the patient experienced device expulsion ("migration of essure device location of device: uterus"). On an unknown date, the patient experienced alopecia ("hair loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes): (B)(6) 2017, dilatation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, vaginal infection, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and alopecia had resolved. The reporter considered alopecia, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure insertion date provided as (B)(6) 2013 (left side) (B)(6) 2013 (right side). She did not undergo essure confirmation test (discrepancy noted in pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Lot number: 12577944 manufacture date:2013/06 expiration date:2013/06. Lot number: b09698 manufacture date: 2013/03 expiration date: 2016/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and uterine perforation ('perforation of uterus') in a 32-year-old female patient who had essure (batch no. B09698, 12577944) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "it was dificult to place the right device" on (B)(6) 2013. Concomitant products included paracetamol (acetaminophen) since 15-oct-2013 and phenytoin sodium (dilantin) since 2005. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish / anxiety"). On (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2019, the patient experienced device expulsion ("migration of essure device location of device: uterus/us showe left essure in her cavity"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), alopecia ("hair loss"), genital haemorrhage ("abnormal bleeding"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes): (B)(6) 2017, dilatation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, device expulsion, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, alopecia, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection and vaginal discharge had resolved. The reporter considered alopecia, anxiety, bladder disorder, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure insertion date provided as 10sep2013 (left side) 15oct2013 (right side) she did not undergo essure confirmation test (discrepancy noted in pfs). Essure confirmation test 14jul2017 as per pif. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Ultrasound scan - on an unknown date: left essure in her cavity. Lot number: 12577944 manufacture date:2013/06 expiration date:2013/06. Lot number: b09698 manufacture date: 2013/03 expiration date: 2016/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Added new event perforation of uterus, genital bleeding, bladder problems, urinary problems, bladder infection, urinary tract infection, vaginal discharge. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in a (B)(6) year-old female patient who had essure (batch no. B09698, 12577944) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "it was difficult to place the right device" on (B)(6) 2013. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2013 and phenytoin sodium (dilantin) since 2005. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish / anxiety"). On (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2019, the patient experienced device expulsion ("migration of essure device location of device: uterus"). On an unknown date, the patient experienced alopecia ("hair loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes): (B)(6) 2017, dilatation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, vaginal infection, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and alopecia had resolved. The reporter considered alopecia, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure insertion date provided as (B)(6) 2013 (left side) (B)(6) 2013 (right side). She did not undergo essure confirmation test (discrepancy noted in pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: new events- "dysmenorrhea, vaginal bleeding, menorrhagia, vaginal infection, anxiety, depression & mental anguish, migraines / headaches, migration of essure device and device breakage), hair loss, it was difficult to place the right device" batch lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.